Event description:
It was reported that the tip of the inserter broke off and remained un-retrieved in the implant, which had been inserted into the patient's calcaneus. Bone preparation for the implant was done using the drill that is included in the device kit. The broken inserter tip was discovered after the implant had been malleted into place, and the inserter removed from the patient. The sutures were removed from the implant in an attempt to remove the broken inserter tip; however, the fragment could not be removed. An x-ray was taken of the patient's foot and the retained fragment was confirmed. This had been the second insertion of an implant from the same lot number; the first implant was implanted without issue. A third implant from the same lot number was implanted successfully to complete the case. The procedure was an achilles repair with fhl transfer.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed that the driver's distal tip is broken-off at the proximal end of it's suture slot. Complainant's event typically caused by not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.